Event description:
A customer reported that at 0645, a pt was weaned off of IV levophed. At 0800, there was an outlier nbp (non-invasive blood pressure of 155/70. The nurse then checked a manual blood pressure and obtained a reading of 60/45 and 40/25 with a doppler. Levophed was then restarted. The cuff was repositioned to the pt's forearm with improved correlation to the manual blood pressure. There was no pt death resulting from the reported event.

Manufacturer narrative:
The pdm (pt data module) logs indicate that nbp determinations were being taken in auto mode at 15 minute intervals prior to the event at 8:00, on (B)(6) 2010. The logs confirm that there were nbp determinations in the low 100's at 7:35, and 7:50. At 8:07:02, there was a determination of 151/72 resulting from pressing the nbp start/stop key, and a pulse rate normally calculated by the nbp algorithm during the nbp determination time, could not be calculated due to insufficient or inconsistent pulse period data. This was preceded by a single nbp no determination message, indicating that a measurement could not be published. Low perfusion of the spo2 parameter was also recorded in the log at 8:05. At 8:07:47, an ECG ventricular tachycardia alarm was present in the log file. A scheduled auto mode nbp determination at 8:20, resulted in a no determination message indicating that a measurement could not be published. Low pressure measurements of 66/31 at 8:22, and 57/27 at 8:23, were obtained by pressing the nbp start/stop key. A no determination message was displayed at 8:27. Low pressure measurements continued at 8:28, and during subsequent measurements. In summary, the logs reveal that nbp measurements were recorded during apparent changes in the pt's condition. During this time period, three no determination messages were displayed, indicating that a measurement could not be published. The logs indicate that the product functioned as designed.